Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was cracked at reservoir area and she put tape on it. Blood glucose level at the time of the incident was unknown. Troubleshooting was performed. The customer stated that the insulin pump has been damaged for 4 months and the damage was caused by wear and tear. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.